Event description:
This lead was capped and replaced due to high thresholds. The pt's device was changed out at the same time due to eri and it was noted that the device was programmed with very high outputs. Should additional info become available this file will be updated.